Event description:
On (B)(6) 2020, a patient was intended to receive a perceval pvs27 due to aortic stenosis. During surgery, after the implantation, the patient became hemodynamically unstable. The bypass was restarted and the aorta was re-clamped. After opening the aorta, it was identified that the valve was obstructing the left coronary ostium. Due to this obstruction, the valve was explanted.

Event description:
On (B)(6) 2020, a patient was intended to receive a perceval pvs27 due to aortic stenosis. The device was implanted and proper placement of the device was reported. After weaning the patient from bypass, the patient became hemodynamically unstable. The bypass was restarted and the aorta was re-clamped. After opening the aorta, it was identified that the valve (inflow ring cuff) was obstructing the left coronary ostium. Due to this obstruction, the valve was explanted and replaced with a magna ease aortic. The patient had a good outcome after surgery and was discharged from the hospital. It was reported that the patient's coronary ostium was very low, close to the annulus.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the information available, it is not possible to draw a definitive conclusion for the reported event. However, based on the document review performed, no manufacturing deficits were identified. Given that it is reported that the patient's coronary ostium was very low, close to the annulus, it is possible that the patient's anatomy contributed to the reported event. Ultimately, as the device was not yet returned, the root cause cannot be established. Should the device be received, a full investigation will be performed and a follow-up report will be provided.

Manufacturer narrative:
The manufacturer is providing an updated event description in light of additional information received. Further investigation will be performed once the device will be returned.

Event description:
On (B)(6) 2020, a patient was intended to receive a perceval pvs27 due to aortic stenosis. The device was implanted and proper placement of the device was reported. After weaning the patient from bypass, the patient became hemodynamically unstable. The bypass was restarted and the aorta was re-clamped. After opening the aorta, it was identified that the valve was obstructing the left coronary ostium. Due to this obstruction, the valve was explanted and replaced with a magna ease aortic. The patient had a good outcome after surgery and was discharged from the hospital. It was reported that the patient's coronary ostium was very low, close to the annulus.